Event description:
During a left pvc ablation procedure using a flexibility ablation catheter, a cardiac perforation occurred. Transseptal puncture was performed using a brk transseptal needle through an agilis nxt introducer and a flexibility ablation catheter was advanced into the left ventricle. While collecting the activation points in the left ventricle, the patient became hypotensive and a transesophageal echocardiogram revealed a cardiac tamponade. Protamine was administered and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any sjm device.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported cardiac perforation was procedure related. Per the IFU, vascular perforation or dissection is an inherent risk of any electrode placement.